Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message). A facility reported a system message was displayed. The error message was received at the beginning of the day and was unable to be cleared. Twelve cases were subsequently cancelled. There were no pt injuries reported.